Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a female patient who had essure (ess205) inserted (lot no. 12273369) for female sterilisation. The patient had a medical history of gallbladder operation and anterior cruciate ligament reconstruction. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy; with d & c). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205) administration. The reporter commented: two to three coils were identified bilaterally. Lot number: 12273369. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2022: medical records received. Reporter information, patient medical history, date of birth, product indication, lot number, removal details, reporter causality comment added. Event: permanent injuries updated to menorrhagia. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in an adult female patient who had essure (ess205) inserted (lot no. 12273369) for female sterilisation. The patient had a medical history of gallbladder operation and anterior cruciate ligament reconstruction. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy; with d & c). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205) administration. The reporter commented: two to three coils were identified bilaterally. Lot number: 12273369, manufacture date: 2004-12, and expiration date: 2006-11. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-dec-2022: quality safety evaluation of ptc. 27-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.